Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire would not go into either end of the needle. Additional information was received on 11jun2020. There is a small bump on the proximal end of the access wire. They tested the wire with the needle as they prep the table prior to the procedure. The wire could not be introduced in the hub of the needle. Issue occurred during back table during prep and there was no patient in the room at the time. The issue was resolved by opening a second glidesheath slender to continue the procedure. The procedure was completed successfully. The patient was unharmed as it was not used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire and needle were returned for product evaluation. Visual inspection of the guidewire revealed that a bump was noticed on the floppy end cap of the guidewire. The guidewire was inserted into the needle; but could not advance in through the needle cannula. The floppy end weld was viewed under microscope and the bump was noted. Dimensional testing was performed. Measurements of the guidewire were taken and the diameter throughout the wire was 0.510 mm which is within the manufacturer's specifications (0.51-0.54 mm). Measurements of the needle were also found to be within the manufacturer's specifications which would allow for the guide wire to pass through. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.